Event description:
It was reported that when the device was used during a laparoscopic procedure, the device did not staple the splenic vein and hold it shut. Extensive blood loss (8000cc) occurred and the patient was converted to an open laparotomy to complete the case.